Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0205018805, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 309328, serial/lot #: 0205018805, ubd: 25-mar-2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported that there was a replacement battery and lead in 2016 due to end of life. Open circuits were reported on the lead but the reason was not known. Patient was implanted for retention and continues with therapy plus was stable. Relevant medical history includes urinary retention. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via the rep. It was reported that the hcp's file didn't have much information as the issue had been mostly addressed at the general practitioner's. It was noted that the patient was happy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.